Event description:
While treating a patient in asystole, the device charged and discharged 120 joules successfully. However, when the device was charged to 150 joules, the device displayed a "bridge test failed" message and failed to discharge. The clinician obtained another device to continue treating the patient. The patient subsequently expired.